Manufacturer narrative:
The baxter technician found the head section bushing needed to be replaced. Per the hillrom service manual the advanta2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head bushing to resolve the reported event. Based on this information, no further action is required.

Event description:
A customer contacted technical service to report that advanta 2 frame had an issue, head section lowered when plugged in. There was no patient/user injury, medical intervention, symptom, or adverse event reported.